Manufacturer narrative:
A philips remote service engineer (rse) pointed out to the customer their simulation of the monitor demonstrated the fréquence cardiaque or heart rate (fc) went between 49 and 40. A yellow fréquence cardiaque (fc) hr alarm < 50 sounded. Then during a 3-minute timeout period, if the fc went back to between 49 and 40, the device would not ring. The curve was annotated with sinus brady to indicate the event. The events were visible in the event logs at the central station. A red alarm is not subject to the same timeout period or alarm inhibition period. The rse went on to explain referencing the simulation, a yellow high fréquence cardiaque (fc) hr alarm as noted in the audit logs rang at 00:36 of 04-jun. If a new event of exactly the same type occurred within 3 minutes, the yellow alarm will not sound, the curve will be annotated. On the other hand, the red tachycardia alarm sounded at 00:38 because this is a higher priority/red alarm which will override the timeout period for the yellow high heart rate alarm. It was stated that this monitor configuration must be the original one, common to all monitors in the department. After verification, the configurations were indeed the same in terms of arrhythmia delays. Technical investigation: audit logs were uploaded and sent to an internal product support engineer (pse) for further evaluation. Unfortunately, no ECG strips were available that could support the investigation of these alarms. The logs provided showed no indicators of any low hr or brady alarms on the date described. The monitor alarmed as follows on (B)(6) 2025. Hr high 144>140 at 00:36:00 and the situation resolved immediately at 00:36:03 tachy/fib between 00:37:32 and 00:38:16 tachy vent at 00:38:14 both alarms were acknowledged at the bedside device at 00:38:15 tachy vent at 00:38:16 acknowledged at the bedside at 00:40:28 (~ 2 min 10 sec later) after the pse's reviewed the logs, they determined that the brady (red alarm) described by the customer may have occurred or may have been silenced before the time available in the audit log. At 38 sec a tachy alarm occurred, but did not sound because due to the 3 minute time out period window of the configuration delay. Any further high heart rate alarms would be subject to a 3-minute timeout period. The logs show the 2nd tachy alarm. Red alarms are not subject to timeouts. (Mp20/30, mp40/50, mp60/70/80/90 ¿ instructions for use ¿ 453564306861 p.172 of the rev. J (IFU). Based on the information available and the logs provided by the customer, we were unable to replicate the reported problem. The reported problem was not confirmed. Additional information was received, and there does not appear to be a device malfunction which led to further arrhythmia, and it also remains unknown whether there was any delay in care or permanent harm. The transfer of the patient to ICU for further care is considered medical intervention to preclude permanent impairment/permanent damage; therefore, the event meets criteria for serious injury. The unit operated as designed and configured. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during a bradycardia event there is no yellow alarm, duration of 3 minutes to exit a red alarm, removed the delay of 3 minutes. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. The device was in use on patient at time of event.